Event description:
Staff nurse had accidentally received an arm-to-arm shock while performing a routine device self-test (200 joule setting). Nurse admitted to ER for follow-up treatment and ECG monitoring.